Event description:
A patient underwent a successful video-assisted thoracoscopic (vats) left atrial appendage exclusion (laae) using a prov45 atriclip device. Afterward, the patient was transferred to the intensive care unit (ICU). While in the ICU, the patient experienced bleeding, with approximately 400cc of blood accumulating in their pericardial drain. Consequently, the patient returned to the operating room for further investigation. The surgical team identified and repaired a tear on the atrium using surgicel. The surgeon suspects that the patient¿s friable tissue and pressure from coughing may have also contributed to the tear. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.